Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that the tip of the drill was broken when used with a trocar during a broken mandible surgery. It is reported that there was no delay that exceeded 30 minutes and the patient did not retain a foreign body.

Manufacturer narrative:
One drill was returned for evaluation, however two potential lot numbers were identified. Report one of two for the same event as it is unable to be determined which lot was used, reference 1032347-2016-00469. (B)(4).

Manufacturer narrative:
The product identity was confirmed in the evaluation. The non-conformance database was reviewed and no non-conformances were found for this lot. The drill was visually evaluated with a digital microscope and confirmed to have part of the drill tip broken off. The broken segment of the drill was returned. The working end of the drill cannot be dimensionally measured due to the fracture. The complaint was confirmed as the drill is fractured. The most likely underlying cause is excessive force. There are no indications of manufacturing defects. This is report 1 of 2 for the same event. Report 2 is reported on MFR #: 1032347-2016-00469-2.